Event description:
A malfunction, indicated by malf 12, was reported. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted with a pump reset by technical support, but the malfunction recurred and the pump will be replaced. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on returning the pump.